Manufacturer narrative:
Following receipt of this complaint, belmont's tech support engineer went to the hospital to evaluate and troubleshoot the unit. Upon evaluation, we were unable to duplicate the customer complaint of a temperature increase. The criticool performed as intended; all temperature and pressure tests were within specification. It was reported that the patient was switched to a second criticool and no further issues were reported. There was no patient injury reported. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "received a call at 4am from (B)(6), nicu fellow, who reported that the patient had been connected to the critical for 8 hours. The temperature lowered initially fine to 33.5, however around the 8 hr mark the temperature began to increase to 34.3. The provider lowered the set point and changed out the core probe but the patient's temperature didn't lower. At the time the call was received, the patient had been switched over to a second critical and the provider had placed the set point at 32.8. The provider stated the patient had been placed on the second critical 15 mins prior to phone call. (B)(6), clinical specialist, instructed the provider to move the set point back up to 33.5 and wait 60 mins to see if temperature drops. The patient was on the wrap in only a diaper, the wrap was warped around the patient, and the wrap was cold to touch. Provider was instructed to call back if temperature doesn't drop. At 8am (B)(6) followed up with the facility and was informed that the second critical was able to lower and maintain the patient's temperature at 33.5. No other issues were reported. Facility was instructed to place first critical aside."